Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Reported event of jejunal tube migration. The complainant indicated that the device will not be returned for evaluation as it is implanted in the patient; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg jejunal tube was being used for the purpose of administering medication for advanced stage parkinson¿s disease. Procedure date is unknown. According to the complainant, the patient was hospitalized on (B)(6) 2014 due to sub-occlusive syndrome with impaction of the jejunal tube in the intestine, loss of intestinal transit and vomiting. The jejunal tube migrated into the intestine and could not be removed easily, intervention was required to remove the jejunal tube. On (B)(6) 2014, the physician cut a portion of the jejunal tube and is now awaiting for the other half of the tube to pass naturally. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.